Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system 1. Reference medwatch with (B)(6) for compact plus system 2.

Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 1. 1.2 mmol/l (compact plus system 1) and 4.5 mmol/l (compact plus system 2) 2. 0.8 mmol/l (compact plus system 1) and 4.8 mmol/l (compact plus system 2) sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.